Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5056664) in united states on 23-oct-2015. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2012. She reported essure coils were scheduled to be inserted in (B)(6)-2012, urine test at the hospital for pregnancy before procedure were negative. The procedure continued as scheduled. Two weeks later, she began to feel ill all the time and thought maybe she was having a reaction to the coils, so she went back to her doctor to be checked out and found out that she was (B)(6) weeks pregnant. Immediately she asked about the coils and if they would in any way have any type of effect on her pregnancy, she was told that her coils would bend out of the way and they would not cause any harm to the pregnancy. She stated she was at (B)(6) weeks when she got up in the morning to go to the restroom, as she climbed over her husband, there was a loud, popping sound, like a balloon. She reported it felt weird in her stomach so she did not move; after a few seconds she got off the bed and immediately had water trickling down her legs. She panicked and went to the ER and was given a ferning test to see if she was leaking amniotic fluid and the test came back negative. She was sent home and was back again the next day, still leaking, another test, no ferning, and was sent home. She returned again 2 days later with cramping and fluid loss still, an ultrasound was performed and was found to have an amniotic level of 10, the normal is around 14. A cerclage was placed to try and save the pregnancy. An ultrasound 2 days later revealed that her fluid level had dropped to 4, and that her baby would not survive, and being in a catholic hospital they would not remove the cerclage to perform a d&c and that was not what she wanted. She signed out and was admitted to another hospital, there the high risk team assessed her and decided to remove the cerclage and let her body do the rest. As she was having a procedure to remove the cerclage, which was one of the most traumatizing things she ever had to go through, the high risk doctor performing the procedure stopped abruptly and said the essure coil was in her vaginal tract, the coil had never implanted in fallopian tube and was floating around inside of her uterus her whole pregnancy. The consumer reported the coil had perforated the amniotic sac causing it to rupture and causing the loss of her baby. She was too far along to have the pregnancy removed so she had to deliver her on her own she gave birth to her on (B)(6)-2012 and she lived for almost 15 minutes. Baby's case was reported under reference (B)(4). The consumer stated she suffers from ptsd (understood as post traumatic stress disorder) because of the traumatizing nature in which this all happened. An essure explanted date was reported as (B)(6)-2012. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after getting pregnant (which is a medication error). She experienced amniotic sac to rupture / coil had perforated the amniotic sac and premature labor. Pregnancy is listed in the reference safety information for essure while the other events are unlisted. These events are serious due to their medical importance. In this case, the pregnancy was not a consequence of lack of efficacy of essure, therefore, contraceptive failure can be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, the occurrence of premature separation of placenta could be a reason for premature delivery. It was also reported that essure coil was in her vaginal tract and had never implanted in fallopian tube and was floating around inside of her uterus her whole pregnancy, which could be the cause for the occurrence of premature separation of placenta. A mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 18-dec-2015: follow-up attempts were made with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after getting pregnant (which is a medication error). She experienced amniotic sac to rupture / coil had perforated the amniotic sac and premature labor. Pregnancy is listed in the reference safety information for essure while the other events are unlisted. These events are serious due to their medical importance. In this case, the pregnancy was not a consequence of lack of efficacy of essure, therefore, contraceptive failure can be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, the occurrence of premature separation of placenta could be a reason for premature delivery. It was also reported that essure coil was in her vaginal tract and had never implanted in fallopian tube and was floating around inside of her uterus her whole pregnancy, which could be the cause for the occurrence of premature separation of placenta. A mechanical interference between essure and the developing pregnancy cannot be excluded and this case was thus, considered an incident (serious injury). Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. Further information could not be obtained.